Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the heater/cooler temperature system did not function as expected. The user reported, the "cpg" side would not warm up. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.